Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Distributor reported a left side "bilateral breast prosthesis, retroglandular, asymmetric, lobulated" "irregular contour" ," frankly asymmetric", "baker grade IV encapsulation" and "per MRI, in both are observed folds". Device remains implanted.